Event description:
It was reported on (B)(6) 2026 a 28 mm amulet (10665879) was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. A broccoli shaped laa with a large lobe and narrow opening was noted. The left atrial pressure was 12 mmhg. The activating clotting time was 384 seconds and heparin 6000 units was administered. During the procedure, transseptal was made at the inferior/posterior location and the wire was placed in the left upper pulmonary vein. While attempting the first deployment at 45 degrees, compression of the lateral lobe was observed only at the tip which was determined to be unstable. The sheath axis was noted to be oriented upward, so the device was fully recaptured and removed from the body. A new 28 mm amulet device (10664651) was used with a steerable agilis sheath connected to the 14f amulet delivery sheath. The sheath axis was adjusted slightly downward, and the device was attempted to be positioned with modification of the axis at 45 degrees. The device was partially recaptured four times. On the fifth positioning, a slightly deeper position was achieved, resulting in stabilization. An acceptable leak was noted on transesophageal echocardiogram (tee) at 45 degrees. Close criteria were satisfied. A tension test was performed. The device was implanted. On (B)(6) 2026, the patient presented to the hospital with fatigue and difficulty with movement. Computed tomography (CT) imaging confirmed a circumferential pericardial effusion measuring approximately 20 mm. It was determined that a cardiac tamponade was present. A pericardiocentesis was performed. The effusion was also treated with a direct oral anticoagulant (doac). The patient status was stable. The patient was taking an oral anticoagulant prior to and at the time the pericardial effusion was noted. The physician believed that the pericardial effusion was caused by the 28 mm amulet (10664651) device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.